Manufacturer narrative:
As reported, about 10 months of post-implant of the ventralight st mesh, the patient was diagnosed with hernia recurrence and underwent surgical repair. As reported, the ae is resolved. The clinician has assessed the patient¿s postoperative course as being "possibly" related to the study device and to the index procedure, however, based on the information provided, no conclusion can be made. Review of the manufacturing records shows the lot was manufactured to specification. Hernia recurrence is a known inherent risk of hernia repair surgery. The adverse reactions section of the instructions-for-use, supplied with the device lists hernia recurrence as a possible complication. Not returned - remains implanted.

Event description:
Reported per clinical trial (B)(4): (B)(6) 2013 - subject patient underwent open lower abdomen incisional hernia (20x30 cm) repair and was implanted with a bard/davol ventralight st mesh placed using mechanical fixation and sutures. Full skin closure was achieved using staples and sutures. The patient was discharged from the hospital on (B)(6) 2013. (B)(6) 2014 - subject patient presented with abdominal pain and fullness; hernia recurrence noted during assessment (B)(6) 2014 - CT scan performed, patient was diagnosed with midline epigastric recurrent incisional hernia (6x10 cm) above mesh. (B)(6) 2014 - subject patient underwent laparoscopic hernia repair using ventralight st mesh w/echo ps. Per the study clinician, the reported adverse event has been assessed as moderate in severity, possibly related to the study device and index procedure. The outcome for this ae is reported as recovered/resolved.